Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 24-26, 2024. H11: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date - the event occurred on (B)(6) 2025. E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication during infusion. At the time of disconnection of the first device, it was observed that approximately 40% of the antibiotic was remaining in the reservoir. At the time of disconnection of the second device, it was observed that 65-70% of the antibiotic was remaining. The devices were filled with piperacillin tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.